Manufacturer narrative:
(B)(4). Additional information: batch # m5524d. Expiration date: 07/26/2020. Manufacture date: 08/26/2015. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device staple? Yes. Was the staple line complete? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular did the device cut? Yes. Was the cut line fully circumferential around the target tissue?yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? No.

Event description:
It was reported that during an open radical gastrectomy procedure, the device was used to anastomose the stomach and esophagus. The surgeon felt it difficult squeezing the firing trigger. The surgeon compressed until he could not fire any further. There was no audible feedback or tactile feedback. The washer was not cut through. Hand sewing was used to complete the procedure. The surgeon reported that he thought the knife was blunt. There were no adverse consequences for the patient reported.